Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2023 reported that the patient went through withdrawal after implant, pump suspected to not be running properly due to 20 ml¿s of medication in the reservoir two weeks after implant. The medication discrepancy was noticed, and physician brought patient to the hospital for replacement. In regards to any environmental, external or patient factors that may have led or contributed to the issue it was noted as ¿n/a¿. The diagnostics and troubleshooting preformed was medication was withdrawn from reservoir, the catheter port was aspirated, catheter was found to be patent, so due medical judgement physician explanted and replaced pump. The patient status was noted as alive with injury-symptoms of withdrawal, the patient sent to the hospital. The issue was resolved at the time of the event. Additional information received from the healthcare provider on 17-may-2023 reported that the cause for the volume discrepancies could not be determined. Upon explant, the pump contained the full volume of liquid. No tubing obstruction. The patient was doing well now with good pain relief.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone via an implantable pump. The indication for use was spinal pain indications. It was reported that the patient had no pain relief. The patient had a routine pump replacement the end of march and since that time the patient had one refill and the caller had pulled the full refilled amount of drug from the reservoir 15ml. They refilled the pump and contacted the clinic. The reporter had checked the pump reservoir one more time since the refill and they again pulled the full amount of drug 19ml from the reservoir. They expected 12ml and aspirated 19ml. The caller stated they confirmed the logs were normal, no alarm logs seen i.e. Motor stall and stated that a physician recommended a ¿cam study¿. The agent reviewed that they have not heard of a ¿cam study¿ and they were probably referring to a dye study.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.